Event description:
It was reported that biomed was charging the m300 in the biomed shop and plugged the unit into a power bar. It later alarmed low battery so the biomed moved the plug to another outlet and shortly after they heard a "pop" sound. When the biomed looked at the charger, there was smoke reported coming out of the casing. The biomed opened the unit and discovered that the power supply board was damaged. There were no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.